Manufacturer narrative:
The insulin pump was received with no button response due to a component on the liquid crystal display keypad connector being unlocked at the act and esc buttons. The insulin pump also had a minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive esc button. The customer did not provide the blood glucose reading. The customer did not observe any significant events leading to the keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.